Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The product analysis is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this analysis task will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement batt cap. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. There was no more physical damage found. No harm requiring medical intervention was reported. Troubleshooting was done. No harm requiring medical intervention was reported. The customer will discontinue using the device and was returned for analysis.